Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the reservoir was occluded. The customer stated that the insulin pump received motor error alarm and no delivery alarm. The customer stated that he had high blood glucose levels of 20 mmol/l. The customer stated that the drive support was slightly indented. The customer was advised to get replacement on the reservoirs. Product is not expected to return for analysis.